Event description:
A medtronic rep reported that, according to the site, the fusion system software froze. There was no pt present.

Manufacturer narrative:
No pt present. The device was not returned to the manufacturer. The software investigation found that the reported event was related to loading exams that exceed the system resources of the system. A medtronic rep confirmed that new scanner protocol settings resolved issue and the system was fully functional.